Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Customer complaint of, damaged battery compartment confirmed through visual inspection. Upon further investigation, it was found that the dso seal was lifting. This was replaced and calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged battery compartment. Upon further investigation, it was found that the dso (downstream occlusion) seal was lifting.